Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hinge pin was backing out and loosening. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Date of event: (B)(6) 2015. Implant date : (B)(6) 2014.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing dislocation of implant. During revision procedure it was found that the hinge of the prosthetic implant is unscrewed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.